Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suddenly experienced a low flow alarm with zero flow. Log files revealed that the system controller might have lost partial communication with the left ventricular assist device (lvad) around (B)(6) 2024 at 10:36:48. A pump reset was performed to reestablish communication by disconnecting the driveline with no effect. A computed tomography (CT) scan was performed that revealed potential occlusion of the outflow graft. An urgent thoracotomy was performed, and an external obstruction was found.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was initially added to this investigation to address the possibility of a communication issue with the left ventricular assist device (lvad). Provided information indicated that the driveline was disconnected from the controller and reconnected to the controller with no effect. The low flow events seen in the submitted log file were determined to be unrelated to a communication issue with the controller, and therefore the reported event will be addressed by the investigation of the lvad. There were no alarms or events within the in the log file that indicated an issue with the system controller¿s performance. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D ¿ section 5 ¿alarms and troubleshooting¿) describes all alarms that are produced by the system controller, including low flow. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.